Event description:
During a rf procedure using the flexcath sheath, the physician reported leaks from 2 sheaths (refer to mdrs 3002648230-2012-00099 and MDR 3002648230-2012-00100). The user facility also returned two unused sheaths of the same lot for investigation. Device analysis of one of the two unused sheaths showed a leaking hemostatic valve.

Manufacturer narrative:
Four flexcath steerable sheaths were returned for investigation: two that were used during the procedure (3fc12 serial numbers (B)(4)) and two that had not been used (3fc12 serial numbers (B)(4)). All four devices were visually inspected and functionally tested. This report includes the results of the device analysis of 3fc12 serial number (B)(4). For the device analysis results of 3fc12 serial numbers (B)(4), refer to mdrs 3002648230-2012-00099 and 3002648230-2012-00100, respectively. Device analysis of 3fc12 serial number (B)(4)showed that the device passed the inspection as per specification. Visual inspection of 3fc12 / (B)(4) showed that the shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheaths. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.